Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: (B)(4). Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The outer coils of the insert expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, they conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. They were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: (preliminary medical assessment) at this point in time the reported events are not coded. Therefore, no final medical assessment can be provided company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, end of delivery catheter broke off and was stuck in patient. Seven days later, the broken catheter was removed by the physician. The reported event was considered serious due to its medical importance and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided; however since the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Although the intervention for catheter removal was not specified; since physician stated the catheter was stuck in the patient, a surgical procedure (hysteroscopy or surgery) was probably required. Therefore, this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow up information (device breakage questionnaire) received on 22-sep-2015 from physician: the physician reported device breakage occurred during placement. The diagnosis was made post procedure via hysteroscopy. He stated that after device was inserted he noticed the green plastic sheet was also at the tubal ostium; the plastic sheet around the catheter was dislodged into the tubal ostium. The physician stated the instructions in the instructions for use were followed. At time of the report, essure was not removed, the broken pieces were retrieved from uterus and the patient had no injuries. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, end of delivery catheter broke off and was stuck in patient. Later, it was informed that the green plastic sheet around the catheter dislodged into the tubal ostea. Seven days later, the broken catheter was removed by the physician from uterus. The reported event was considered serious due to its medical importance and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, since the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Although the intervention for catheter removal was not specified; since physician stated the catheter was stuck in the patient, a surgical procedure (hysteroscopy or surgery) was probably required. Therefore, this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow up 20-oct-2015: follow up information received from the physician. The doctor reported that the green release catheter lodged in the ostea of tube after insertion. Essure was not removed but the broken pieces were removed from the uterus. The patient had no injuries and recovered from the event device breakage. The instructions for use were followed. The sales representative was given the device. The physician reported that breakage could not led to serious injury under less fortunate circumstances. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, end of delivery catheter broke off and was stuck in patient. Later, it was informed that the green plastic sheet around the catheter dislodged into the tubal ostea. Seven days later, essure was not removed but the broken catheter was removed by the physician from uterus. The reported event was considered serious due to its medical importance and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, since the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Although the intervention for catheter removal was not specified; since physician stated the catheter was stuck in the patient, a surgical procedure (hysteroscopy or surgery) was probably required. Therefore, this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 lot number cs000w5 (second unit was used during procedure but lot number was not provided) for contraception. She was not pregnant. During insertion, the right side was placed without difficulty. Left side, deployed device and end of delivery catheter broke off and was stuck in patient. The catheter was not removed. On (B)(6) 2015, the hcp was planning on inserting a device in the right side (as reported); flat plate x-ray was done and showed that there was already a device in the right side (devices located in both sides). The broken catheter was removed. No additional devices were inserted. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, end of delivery catheter broke off and was stuck in patient. Seven days later, the broken catheter was removed by the physician. The reported event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided; however since the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Although the intervention for catheter removal was not specified; since physician stated the catheter was stuck in the patient, a surgical procedure (hysteroscopy or surgery) was probably required. Therefore, this case was regarded as incident. Follow-up information and product technical analysis are being sought.